Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was alarming low batteries even with a fresh set of batteries just put in. Pump did not alarm, it just turned off. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2.2ml/hour. Total reservoir volume: 100ml at the start of the infusion. Length of infusion: 46 hours. No cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The tubing was primed by pharmacy prior to attaching to pump. New batteries were used in this case, verified that batteries were inserted correctly. Pump settings was verified prior to patient discharge. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.